Manufacturer narrative:
Reported event: an event regarding inaccurate posthole resection involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method and results: device history review: not performed as the rio serial number was not reported. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate fumer post hole resection. There was one other reported event (B)(4). Conclusion: device inspection could not be performed, no session data was provided. Three communication attempts were made. The device was not returned for evaluation.

Event description:
The surgeon performed a mako lateral uni knee replacement case when he noted that in his opinion, excess bone was burred from the tibia when resecting for the tibial baseplate. He checked the trial tibial baseplate position with the green probe and it appeared on the screen that the position of the baseplate was medial to the plan by a few millimetres.

Manufacturer narrative:
Upon review of the pr, it was noticed on 10/25/2017 that there was a discrepancy between the lot number from the investigation and the supplemental follow up# 1. Therefore, follow up# 2 was initiated to update the lot number.

Event description:
The surgeon performed a mako lateral uni knee replacement case when he noted that in his opinion, excess bone was burred from the tibia when resecting for the tibial baseplate. He checked the trial tibial baseplate position with the green probe and it appeared on the screen that the position of the baseplate was medial to the plan by a few millimetres.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a mako lateral uni knee replacement case when he noted that in his opinion, excess bone was burred from the tibia when resecting for the tibial baseplate. He checked the trial tibial baseplate position with the green probe and it appeared on the screen that the position of the baseplate was medial to the plan by a few millimetres.